Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint has been addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure has been addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened to investigate 00mlx power supply and lamp failures and confirmed that the specified kilovolt trigger from power supply unit (psu) was less than minimum required by the lamp. Corrective actions were implemented. The psu was replaced with an alternative psu which is compatible with the lamp. No post corrective action failures have been identified.

Event description:
A facility reported that the light of the mlx 300w xenon lightsource (00mlx) does not turn on; unit has blown fuses. There was no patient involvement; thus, no injury, death or surgical delay was reported.